Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there were no diagnostic tests or imaging reported, nor actions taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had two aneurysms treated with a single pipeline device during the index procedure on (B)(6) 2021, therefore (per protocol) the site was required to complete an aneurysm follow-up imaging crf for each of the treated aneurysms. Until now, the site had only completed the aneurysm follow-up imaging crfs for aneurysm #1 reporting parent artery stenosis of 0-25% at each of the follow-up assessments (specified below): 180 day dsa on (B)(6) 2022, year 1 dsa on (B)(6) 2022, year 2 flat panel cta on (B)(6) 2023. Site has now reported a corresponding aneurysm follow-up imaging crf for aneurysm #2 for each of the specified follow-up imaging dates (stated above), however, reports parent artery stenosis >75-100% at each follow-up. Site has been queried regarding this inconsistency and to complete a corresponding ae crf if confirmed the pas is >50%. No symptoms or actions taken were reported in association with the possible parent artery stenosis. There was no assessment for product/therapy/procedure relatedness made by the investigator, sponsor, or cec. There was no impact to the patient reported. There was no additional medical intervention required to prevent permanent injury or impairment reported. Baseline aneurysm characteristics: aneurysm #1: rupture status: never ruptured previously treated: yes/no aneurysm details: saccular, left, vertebral artery, bifurcation branch dome height 7.8 mm, width 15.4 mm, max diameter 15.4 mm, neck size diameter 7.8 mm aneurysm #2: rupture status: never ruptured previously treated: yes/no aneurysm details: saccular, left, vertebral artery, bifurcation branch dome height 4.3 mm, width 5 mm, max diameter 5 mm, neck size diameter 5 mm aneurysm symptoms: none reported additional information received reporting that per site update to the aneurysm follow-up imaging crfs for 180d dsa on (B)(6) 2022 / year 1 dsa on (B)(6) 2022 / year 2 flat panel cta on (B)(6) 2023, the parent artery stenosis for aneurysm #2 was updated to 0-25% noting initially, an incorrect value was entered. Additional information received reported that the patient's 1 year corelab dsa imaging on (B)(6) 2022 showed raymond roy occlusion class 2. There were no reported symptoms associated with the non-occlusion. Additional information was received that the patient experienced a cerebral infarction post procedure. There was sequela after cerebral infarction with dizziness and paresthesia on the left side of the face. There were no actions/intervention reported. The outcome was not recovered/not resolved. The site assessed as possibly related to the study device and retreatment procedure. The sponsor assessed as possibly related to the retreatment procedure with coils and not related to the device vantage, ancillary device or antiplatelet regimen. The patient was retreated for residual aneurysm 1. The pipeline vantage was successfully implanted and wall apposition achieved and no side branches covered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported dizziness and balance issues have worsened as part of sequelae post-stroke.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the dsa before retreatment says: there is no visible residual filling of the large vb junction aneurysm from the left vertebral arteries (va). The right va shows persistent slow filling of a small area that is part of the original aneurysm. There is also filling via the smaller leg of the intial fenestration. The flow diverter is fully patent and shopws no signs of ih.